Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Part 03.043.033s, lot 10273021: release to warehouse date: december 02, 2021. Manufactured by: synthes (B)(4). No non-conformance reports (ncr's) generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient with a tibia shaft fracture was being treated with a suprapatellar tibial nail. During insertion of the tibial nail, the protection sleeve inner metal portion became delaminated from the plastic portion of the sleeve. This was identified prior to locking screw insertion. The nail was explanted, the pieces of the sleeve were removed, and the nail was reinserted. There were fifteen minutes surgical delay. The procedure was successfully completed. There was no patient consequence reported. This report is for a protection sleeve. This is report 1 of 2 for (B)(4).